Manufacturer narrative:
The complainant reported that following use of a tap, it was identified that the tap was broken. The broken portion of the tap was recovered and there was an additional tap available to complete the surgery. There were no reported patient complications. The complaint device was not returned for complaint assessment, it was discarded at the hospital. Visual and functional assessments could not be performed. A DHR review was performed for lot# 4640 and there were no manufacturing anomalies identified. The device met all required specifications prior to being initially released on 11/11/2013. It may be possible that the tap could break if the tap or associated tap guide was inadvertently shifted while in use. If the tap or tap guide was shifted laterally while in use, it could concentrate applied force to the portion of the tap shaft with minimal material, resulting in an instrument malfunction.

Event description:
The complainant reported that following use of a tap, it was identified that the tap was broken. The broken portion of the tap was recovered and there was an additional tap available to complete the surgery. There were no reported patient complications.